Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: during investigation, a review of the pump history showed the last basal delivery was on (B)(6) 2013. Multiple manually canceled boluses were observed on (B)(6) 2013. The total daily doses calculated correctly and equaled the basal rate target. The pump powered normally. The keypad was found to be torn at the up arrow and ok buttons. All of the keypad buttons were intermittently unresponsive during testing. The keypad was removed and contamination was found on all of the key contacts. In addition, the up arrow, down arrow and ok key contacts were found be inverted. A delivery accuracy test was unable to be performed due an unrelated load step malfunction defect. Unrelated to the complaint, evaluation revealed a dim, faded display and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose of 400 mg/dl with nausea and dizziness. The reporter indicated that the pump keypad had a small tear on the bottom and the keypad had severe issues with the button response. The reporter indicated that the buttons were skipping and moving through screens and the patient indicated having difficulty programming doses. The patient reported believing that the keypad issue was a cause of the elevated blood glucose. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of a keypad response issue.